Manufacturer narrative:
Review of the logfiles for the day of treatment showed no errors that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without problem. The logfile showed all treatments were finished successfully. According to the treatment report, the reported treatment could be identified in the logfile. The energy was stable. No relevant deviation between planned and performed energy was detectable for the treatments. No technical root cause could be identified that could contribute to the reported event. According to the clinical applications specialist (cas) onsite visit report, there are four surgeons using the device and the cas already met three surgeons of them. The surgeons were not following all recommendations of the company. If they use the laser, the cornea was often very dry during the docking process and this can cause the reported irregular stroma. Also the placement of canal end was not always perfect as suggested. There was a case with a mild horizontal line in the stroma caused by a visible movement of the eye and a couple of cases with mild horizontal lines in the stroma caused by wrong canal length (intermitted venting). One case showed a mild irregular stroma after a dry docking process. The flap quality overall was very good if the cornea was not to dry and the canal length fit to the applanated area. No technical root cause was identified as the product was found to be within specifications. The root cause for the irregular flap could be very dry corneal during the docking process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, the flap was out of flatness following lasik flap creation. The flap was lifted without harm to the patient. Additional information received confirming the flap was not smooth.